Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding patient with implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a broken ins that had stopped working. X-rays were performed, and they believed the wires were intact. They did not know why it stopped working. Additional information received from the representative reported that the patient¿s last visit was (B)(6) 2016. The patient had a 565 paddle and the impedances on the 8-15 side of the lead were all over 10,000 and the patient was not feeling stimulation on the right using those electrodes. The representative activated electrodes 5,6,7 and was able to get the patient coverage on the right side. The patient was informed he would need to have a lead revision if a disconnect was seen and the patient was instructed to follow-up with their healthcare provider. No further complications were reported. Additional information was received from the manufacturer representative on (B)(6) 2018. It was reported rep confirmed they were aware of the high impedances in (B)(6) 2016 but noted that they thought the event was previously reported. No further information was provided.